Event description:
Information received from the field notes that the basic rate was set to 75 ppm. However, the measured data showed a rate of 96.1 ppm. The patient had no ill effects from the high pacing rate.